Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and shaft breakage occurred. The physician attempted to implant a taxus express2 3.50x16mm drug eluting stent in the calcified mid circumflex (cx). However, the stent delivery system was unable to cross the lesion and one of the stent struts were lifted. The physician then tried to go down with a second buddy wire, but the wire got caught in the flared stent strut. The physician then removed the stent delivery system and as he was pulling, the shaft broke in the mid cx. The physician successfully removed everything from the patient. The procedure was complete with 3 new taxus express2 stents. No patient complications occurred. Patient status is ok.